Manufacturer narrative:
On april 18th, 2023, the distributor provided additional information. Duplication testing was performed, and the pump functioned as intended. Had an audible occlusion alarm as intended alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarm did not annunciate. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.